Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem & section d medical device brand name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist found drawer eleven had cubies loaded incorrectly, sps 15g/60ml and IV flow regulator were in the wrong positions. Advised contacting pharmacy for destock labels and correct fills for positions 00 and 11. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, cubie was not opening.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cubie was not opening.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.